Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was reported that the patient was connected during the time of the event. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information was available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not received for evaluation; therefore a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported event was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.